Event description:
The customer contacted stryker to report that their device shut down unexpectedly during patient use. The device was successfully rebooted and continued on the call without any other issues. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, a clinical review determined the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Due to character limitations section a1, patient identifier, was left blank. The patient identifier is (B)(6). Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The customer reported that the event was over 30 minutes long and the patient was never in a shockable rhythm during the event. The customer also reported that CPR was continued when the issue occurred, and that there were no delays in care because of the issue. Based on this information it is reasonable to conclude that the device use did not contribute to the patient's reported outcome. Stryker evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.